Event description:
According to the reporter, intermittently, when powering on the device, it appears to not power up or power up with a blank monitor screen. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed what appeared to be external damage from abuse and that the service indicator was illuminated, but could not replicate or confirm the reported failure. The device would not interface with a pc to download data from device memory. Physio opened the device and observed that several internal assemblies had sustained damage. The customer subsequently declined an offer from physio-control to repair the device.